Event description:
Customer reported blood glucose results of 92 mg/dl using advantage/voicemate system 1 and 172 mg/dl using advantage/voicemate system 2 within 10 minutes. Reported no symptoms or adverse event relative to the discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage/voicemate system 1. (B) (4).